Event description:
Unit pulled from lth to be serviced per their protocol (B)(4). Unit will be used to qualify and validate test fixture.

Manufacturer narrative:
(B)(4): results - interface board and black cable replaced. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.